Event description:
A report was received that the patient developed an infection at the ipg site. Symptom was a little bit of drainage at the site. It was believed that the infection was due to the physician did not irrigate the incision site after placing the ipg. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316 serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptom was a little bit of drainage at the site. It was believed that the infection was due to the physician did not irrigate the incision site after placing the ipg. The patient was prescribed antibiotics and underwent an explant procedure.